Manufacturer narrative:
Information references the main component of the system. Other relevant devices are: etlw1613c156e, s/n: (B)(4); use by date: (B)(6) 2016; upn # (B)(4).

Event description:
An endurant ii stent graft system was implanted in a patient for the treatment of a 9.0cm abdominal aortic aneurysm on. It was reported that during a follow up examination performed approximately 3.5 years post index procedure, an endoleak was observed. It was reported that the patient received treatment with the implant of an aortic cuff and a limb extension. As per the physician the cause of the event is unknown. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Additional information was received reported that the physician treated the patient for a suspected type ia endoleak. It was noted that the limb extension was performed for prophylactic purposes and it was not thought by the physician that the type ia endoleak was device related. If information is provided in the future, a supplemental report will be issued.